Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hypoglycemia while using the infusion device. It was reported that the infusion delivered a full cartridge of insulin into the patient's body. At 6:51am the patient removed the old cartridge from the pump and inserted the new cartridge with the adapter/transfer set attached. The nurse advised that the patient did not put the pump into stop mode and did not unattach the tubing. Patient took out the existing cartridge and forced a new full cartridge onto the piston rod, pushing all the insulin through the tubing and into the patient. The piston rod was not rewound. At 10:43am the patient had a blood glucose result of 2.4 mmol/l and had difficulty speaking and felt like she was going to pass out. The patient called an ambulance. At 12:00pm the ambulance arrived, no readings were taken on the paramedic's meter. The paramedic's did not provide any treatment to the patient because the patient was able to self-treat throughout the morning by consuming honey, sweet tea, and several biscuits. At 12:50pm the patient arrived at the hospital. No readings were taken on the hospital's meter. The patient was admitted into the hospital and placed on a glucose drip. The patient was hospitalized from (B)(6) 2017. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.